Event description:
Voluntary medwatch report received reported atrial lead under sensing. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Voluntary medwatch report received: mw5155244.